Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose was 533 mg/dl and a manual insulin injection was used to correct. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.